Event description:
It was reported that when the customer went to make the exchange, the balloon was not inflating, it was punctured. There is no report of patient involvement or harm as a result of this event.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: a video was attached for evaluation. The reported issue was confirmed based on the video as the cuff was punctured. The reported lot number 4423841 was manufactured 13-oct-2023 after the implementation of corrective actions of (B)(6) 21-dec-2021 but no signal of confirmed complaints in relation with this issue was identified. This failure is considered to be isolated incident without any further action taken from ICU medical (smiths medical). A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.